Manufacturer narrative:
(B)(4)

Event description:
The consumer reported that the device was going to be removed on 2015-(B)(6). The device did not work anymore. There were no symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up is being conducted for the circumstances that led to the issue, if any symptoms were related and if there was resolution. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that the device never stopped working. The patient just decided to have it removed. It did its job.